Event description:
According to the facility, the right piston on the back that lowers the back up and down will not work. The facility tried fixing it, but it will not move.

Manufacturer narrative:
According to the facility, the right piston on the back that lowers the back up and down will not work. The facility tried fixing it, but it will not move. The customer is having to sit straight up in the chair, and it is hurting his back not being able to recline. The facility states there was no injury, and no follow-up care or medical intervention needed related to this incident. No additional information at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.